Event description:
Caller reported that the t:slim x2 pump battery was not charging and a power source alert appeared. The issue, which led to a temporary pump shutdown, has since been resolved by the customer using different charging supplies. During the shutdown, the patient's blood glucose level did not exceed 500 mg/dl. As part of the resolution, technical support instructed the customer to monitor the pump, advised on resetting insulin and bolus settings when the pump is reset, and arranged for a replacement charging cable to be sent.